Event description:
It was reported during an arthroscopic procedure the physician was utilizing a speedscrew knotless implant w/ inserter handle. While placing the implant, the anchor broke. The implant was abandoned within the pt's bone and was not used. The physician drilled a new bone hole and attempted to use another speedscrew knotless implant w/ inserter handle, while placing that implant, the anchor broke, however, that implant was retrieved. The physician was required to revert to an open technique and drill two new bone holes in order to complete the procedure. There was an approximate 45 minute delay as a result of the reported event. No pt complications were reported.

Manufacturer narrative:
The pt identifier, age, weight and gender were not available. Reference manufacturers report(s): 3006524618-2012-00480.